Event description:
It was reported that during a da vinci-assisted lower anterior resection (lar) procedure, there was a partial fire involving a white sureform 45 reload that was fired with a sureform 45 curved-tip stapler instrument. This issue resulted in malformed or unformed staples and an exposed blade. This occurred during the second fire of the stapler instrument and the surgeon resolved the device issue using a backup da vinci stapler instrument. Bleeding was also observed from the staple line on the iliac vessel which was not normal or expected. The estimated blood loss was minimal and no blood transfusion was required although it is not specified how hemostasis was achieved. There was no unplanned tissue removal or obstructions encountered during the procedure. There were no fragments that fell inside the patient and the procedure was completed as planned.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A stapler log review shows the sureform 45 curved-tip stapler instrument was installed on the system 4 times and fired 3 sureform 45 reloads (2 black, followed by 1 white). On install 1, there were 7 incomplete clamp attempts and no firing was attempted. On install 2, the first two clamp attempts were both incomplete. The third clamp was successful, and the firing was completed with 1 pause for compression. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. On install 4, the first clamp was successful, but was followed by a firing failure; which is represented by an error on the system logs. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the system logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument for failure analysis (fa) and was able to confirm but not replicate the customer-reported issue that the blade stopped in the middle. The instrument was found to have repeated clamping failures within a single install based on log reviews. The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with a blue 45 reload installed. Additionally, the instrument was found to have lodged staples in the I-beam assembly. The instrument was placed on an in-house system and passed initialization on 3 of 3 attempts. There was no visible damage to the instrument. The I-beam assembly was extended, and one staple was found to be lodged inside. Isi received the sureform 45 white reload for fa and was able to confirm and replicate the customer-reported issue. The reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the proximal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. The reload came attached to the instrument. Additionally, the reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was no cartridge damage observed.

Event description:
Refer to h11 for follow-up information.